Event description:
It was reported that the device was leaking blood. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was selected to be used. It was reported that during the procedure, the was was prepared and flushed in the normal fashion. When the was was already advanced into the patient it was noticed that there was a leak of blood and fluid below the hub area. There was an area that was cracked and an opening where this leak was coming from. The physician noted that no excessive force was used to advance the was. The was was removed from the patient. A new was was prepared and used to successfully complete the procedure. There were no other complications that occurred.

Manufacturer narrative:
The returned product consisted of watchman truseal access system with the tip and part of the sheath missing. The device was bloody. Analysis of the sheath, and hub/valve included microscopic and visual inspection. Inspection revealed the sheath had been mechanically separated with only 9.5cm of the sheath returned, and the sheath had another cut 4mm from the hub and inside the strain relief with stress marks around the cut area. Inspection of the rest of the device found no other damage or defect. Despite only having part of the device returned, functional testing was done to check for device leakage. A syringe (filled with water) was attached to the hub/flush port of the device. The distal end of the sheath was covered, and positive pressure was applied. Water was found to stream out from the cut in the sheath. The reported leak was confirmed.

Event description:
It was reported that the device was leaking blood. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was selected to be used. It was reported that during the procedure, the was was prepared and flushed in the normal fashion. When the was was already advanced into the patient it was noticed that there was a leak of blood and fluid below the hub area. There was an area that was cracked and an opening where this leak was coming from. The physician noted that no excessive force was used to advance the was. The was was removed from the patient. A new was was prepared and used to successfully complete the procedure. There were no other complications that occurred.